Manufacturer narrative:
A two inch section of the rod was returned for evaluation. Because the lot code is not marked on the returned rod section and is unknown, review of the device history record could not be performed. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the patient had a stiff double major scoliosis curve. On mobilization post op, the rod was found to have pushed out of the set screws and had come out of the screw head. Revision surgery was performed and the devices were explanted. The sales representative reported the delay in reporting the event was due to an it fault during the past month resulting in the inability to electronically submit the complaint information. The sales rep has been advised of the requirement to immediately report events and to use other means of communication when necessary.